Event description:
It was reported that a malfunction occurred on the pump, indicated by a malfunction code. There was no adverse impact on the customer¿s blood glucose level, keeping it within the normal range. Technical support assisted the customer in resetting the pump and provided instructions for future issues. The customer successfully reset the pump, which did not show any further malfunctions, and they were advised to continue using the device while monitoring for recurring issues.